Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient was converted from a reverse shoulder prosthesis, due to micromotion at the distal end of the stem. The surgeon was concerned that this could cause a fracture. There was also a proximal amount of bone loss.